Event description:
It was reported that the long bipolar grasper had a broken wire. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The long bipolar grasper instrument was analyzed and found to have a frayed grip cable at the grip hub, but the cable was not fully broken. The frayed cable strands stuck out at the wrist. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. Additionally, the instrument was found to have damage of the conductor wire¿s insulation at the yaw pulley. There were no material missing and the conductor wires were exposed. The conductor wire insulation was damage, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation do not show damage. The instrument was found to have corrosion/contamination on the bearings. Input disk bearings exhibit orange discoloration. The complaint was confirmed by failure analysis.